Manufacturer narrative:
Results: prod performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the catheter was returned with blood visible in the guide wire lumen. There was contrast visible in the balloon and in the inflation lumen. The balloon was partially filled with contrast. The shaft had separated 3 cm distal to the guide wire exit notch. The separation faces were stretched. There was a 3 cm tear in the guide wire exit notch extending from the guide wire exit notch to the proximal end of the shaft separation. There was a kink in the hypotube 2.2 cm proximal to the guide wire exit notch. There were bends throughout the entire length of the hypotube. A 1 cm section of the hub had broken off. The fracture faces were jagged. No other damage to the catheter was noted. Performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to pt injury previously. Device issue: distal shaft separation. It was reported that upon removal of the voyager balloon catheter, after successfully dilating the coronary artery, the distal portion of the catheter had separated and only the proximal shaft came out through the guiding catheter. No resistance was felt at any time, which could explain the separation. The guide wire and guiding catheter were removed together and the separated distal portion was still on the guide wire inside the guiding catheter. Reportedly, there were no pt effects. No add'l event or pt info is available.